Event description:
Medtronic received information that an apollo catheter tip separated. The healthcare provider (hcp) tried to access the target vessel that fed the tumor off of the right external carotid artery. The vessel was small and tortuous. After several attempts and the catheter prolapsing on itself at least one time the distal tip of the apollo catheter became dislodged in a distal small vessel. The devices were prepared according to the instructions for use (IFU). The catheter was flushed as per IFU. The patient was undergoing tumor embolization. Vessel tortuosity was moderate. The access vessel was the vessel off of the right external carotid artery with a diameter 1-1.5mm. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was unknown what symptoms, if any, the patient experienced related to the tip detachment. The patient was to be kept away under anesthesia and taken to surgery for resection after embolization. The tip detachment occurred while navigating into an external branch. There was a lot of catheter and wire manipulation. The apollo prolapsed on itself on more than one occasion as well. There was no resistance when the apollo was being retrieved. The apollo tip is not embedded in the onyx cast, no onyx was delivered. The doctor was never able to navigate to the target vessel. It was unknown if there will there be any¿future plans¿to retrieve the catheter tip. There was no note of vessel calcification. There was no kink or damage noticed on any of the devices.